Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the patient couldn't inflate his prostheses anymore. During revision in the operating room the tubing appeared broken.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan otr pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion on the inlet tube of the pump. Testing revealed this to be a site of leakage. Surface abrasion is noted on all tubes and all strain relief of the pump, and on the exhaust tube and strain relief of cylinder #2. Partial separations within abrasion are noted on the inlet tube of the pump. Testing revealed these not to be sites of leakage. No functional abnormalities are noted with cylinder #1, cylinder #2, or the reservoir. Based on quality's recreation of the position of the tubes according to the abrasion pattern, this demonstrates that the serialized exhaust tube was overlapping the non-serialized exhaust tube of the pump. Quality further concluded that this positioning, in combination with device usage over time, could contribute to sufficient stress(s) to cause a separation through the inlet tube of the pump at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no additional complaints of this type for lot 3808767r. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.